Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4255498. Additionally, a review of the maintenance log for assembly line 3 showed no maintenance which could have influenced this fail mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that a consumer injected herself in the abdomen with a 31 g x 5 mm bd ultra fine insulin pen needle and the needle broke off in her injection site. The consumer stated that she thoroughly inspected her abdomen and could not detect the needle and that there is a possibility the broken needle fell to the floor. The consumer went to an emergency department where she works as an rn, and a physician examined her abdomen. The physician could not detect a broken needle. On (B)(6) 2016, the consumer went to a medical clinic where she received an x-ray and the broken needle was not visualized by herself or the x-ray technician.